Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is presumed that the distal end of the guide wire might be trapped or roughly abraded by the lesion or some other factor such as the device used in combination, might be exposed to some force exceeding the product design limits when pulled-back, resulting in the reported mangle, curl, and unravelling. The instructions for use (IFU) states: before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or vessel trauma may occur. The IFU also states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, resulting in fragments being left inside the vessel. Separation or breakage of guide wire is listed as one of possible complications and adverse events. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number could not be verified or confirmed and the device was not available for analysis.

Event description:
It was reported that during an interventional procedure in the anterior tibial artery, after removal, it was seen that the tip of the grandslam guide wire was mangled and curled and appeared to be unraveled, but was not in two separate pieces. Reportedly, there was no resistance met on advancement or removal and no force was applied. There was no reported adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.